Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8703w, lot# l39566, implanted: (B)(6) 1996, explanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a consumer receiving intrathecal therapy. The indications for use were non-malignant pain and failed back surgery syndrome. The patient had a cyst removed from their back over the catheter, and the hcp cut into the catheter. The patient then got morphine to their spine where the pain was. It was noted that instead of checking the catheter, they would just "up the pump" until the patient could not function and had to make a list daily to do their chores or make appointments. The patient "went through hell." The system was removed on (B)(6) 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.